Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had a gripper that came loose and could no longer be used. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: she confirmed that the jaw part was too loose and did not grip.